Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of paint, heat to area, hard palpable lumps and oedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, pain, inflammation and edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site. Poor efficacy or poor filling / restoration effect."

Event description:
Healthcare professional reported treating a patient that had been injected with unspecified juvederm voluma in the midface and unspecified juvederm ultra in the lips by another injector from the clinic. A week later, the patient was concerned with the "asymmetry to lips" and was given an additional injection with unspecified juvederm ultra in the lips, lateral brows, tear troughs and left nasolabial by the same injector. Three weeks later, the patient developed "pain and heat to area" and was reviewed by the healthcare professional. Upon "palpation some lumps evident but area mostly soft." Patient was prescribed keflex. Three days later, the patient's symptoms worsened while on keflex and was then prescribed amoxycillin. Five days after that, all areas of injection became "hard palpable lumps and painful." There were "lumps all through lips," "filler was rock hard" and the "filler is evident where placed." The patient was "devastated" and states that "morning is worse and there is oedema to orbital area" patient was treated with hyalase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00945 (allergan complaint # (B)(4)), #3005113652-2015-00946 (allergan complaint # (B)(4) and #3005113652-2015-00948 (allergan complaint # (B)(4)). This MDR is being submitted for the 3rd suspect product, unspecified juvederm voluma, also a device manufactured by allergan.